Event description:
According to complaint incident report: "while trying to place the implant, the memory ring broke. After being informed of the incident, sales rep. Wanted to pick up the implant. However, all documentation including the lot number were accidentally discarded. Customer wanted to withdraw complaint since there are no more details."